Event description:
It was reported that the patient suffered from left knee pain and inflammatory reaction after having a fracture fixation surgery of the right femur using the trigen retrograde femoral nail system. He has pain and popping with knee motion/walking/exercises. The patient underwent a revision surgery on (B)(6) 2019 to address the issue. It is unknown if the patient achieved union after the primary surgery. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known, and it is not possible to collect it. We do not have the opportunity to identify individual hcps and revisit negative feedback to retrieve further information.

Manufacturer narrative:
Internal reference number: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from a post market clinical follow up activity sponsored by smith and nephew. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: d10 (nail added as concomitant product). Corrected data: d1, d2a, d2b, d4 (identifiers for distal screws are unknown), g4 (510k number), h6 (health effect - clinical code).

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices, could not be returned for evaluation. The clinical/medical investigation concluded that, the patient was diagnosed with an inflammatory reaction due to internal fixation device of left femur with recurrent seroma formation just below the left knee anteromedially and patient was told that these are prevalent to recurrence. Due to the increasing pain and swelling, patient elected to proceed with screw removal. Metal sensitivity reactions and/or allergic reactions to foreign materials have been reported as noted in the instructions for use adverse events and do not support a component malperformance. But this is likely related the hardware irritating the overlying soft tissue. X-rays confirm adequate removal of both distal interlocking screws along with what appears to be a persistent extra-condyle opacity noted medially where the most distal screw tip had been in-vivo. The patient impact is determined to be the recurrent symptoms/seroma formation/aspirations/incision and drainage due to diagnosis of inflammatory reaction due to internal fixation device with removal of the two distal interlocking screws. For both devices, a review of the instructions for use documents for intramedullary nail system revealed that care prior to bony union stablish to immobilize and/or externally support skeletal structures that have been implanted with surgical metallic implants until skeletal union is observed. Patients who are obese and/or noncompliant, as well as patients who could be pre-disposed to delayed or non-union, should have auxiliary support. Patients and nursing care providers should be advertised of these risks. Devices batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. For the unkn trigen antegr tib/retrogr fem nail impl, device specific identifiers were not provided. Therefore, an evaluation of the complaint history review, risk management file and prior actions review could not be performed. For the meta retro fem nail 10 x 36, a review of complaint history of the previous 32 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: b3, b5, h6 (health effect - clinical code, health effect - impact code).

Event description:
It was reported that the patient suffered from left knee pain and inflammatory reaction after having a fracture fixation surgery of the left femur using the trigen retrograde femoral nail system. He has pain and popping with knee motion/walking/exercises. An aspiration of the left knee was performed on (B)(6) 2018 due to a seroma. 10 cc of serosanguineous fluid was removed. Another aspiration was performed on (B)(6) 2019 due to the same issue. 7 cc of serosanguineous fluid was withdrawn. The patient underwent an explantation surgery on (B)(6) 2019 to address the issue. During this surgery, both distal interlocking screws were removed. It is unknown if the patient achieved union after the primary surgery. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known, and it is not possible to collect it. We do not have the opportunity to identify individual hcps and revisit negative feedback to retrieve further information.